Event description:
Patient inquired if there was a way to check to determine if his implant battery was low or not. It was reviewed that if implant battery was going low, patient programmer (pp) will show implant low battery icon. It was reviewed that doctor can perform an estimated longevity calculation based on current usage and settings. Patient had experienced change of therapy. Patient wanted to check battery because they had been having some symptoms and thought maybe implant battery was low. Patient confirmed implant was on and on program 3 using pp. Patient increased the intensity about a week ago but confirmed they were still having somewhat symptoms. Patient had done stress test done on (B)(6) 2017 before symptom return. Patient would remain on current program for a couple of days more and if none of the programs work for patient, they might follow up with doctor for reprogramming. Patient had appointment next month. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.